Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient had effective therapy during the test period and was to be implanted with the implantable neurostimulator (ins). During the implant procedure, it was impossible to insert the tined lead to the end of the ins. The surgeon tried to push the lead many times, but the issue was unresolved. The blue part of the lead could not be seen. No ins was implanted during the procedure. The patient had an additional procedure on (B)(6) 2016 where a different ins was implanted with no problem.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Correction: please note that this device was previously reported on 2016-aug-23 to have been lost. The device has now been received on 2017-feb-01 at the site for analysis.

Manufacturer narrative:
The eval code-conclusion has been updated.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the ins connector port damaged balseal connector. The balseal connector springs in the connector port are damaged and block the lead from being fully inserted. There is damage at the proximal end of the connector port that displays signs of being punctured more than once by a sharp object. The set screw is backed out too far and the techothane by the set screw is damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.